Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and functional testing was performed. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Event description:
The distributor alleged that a foreign object was found inside the fluid path within their kit. This was identified during their initial inspection of received product. The device was not sent to a user facility.